Event description:
The account alleges that the brake would not hold, resulting in a pt pulling a muscle while egressing into the device. No other info was provided, regarding the condition of the pt.

Manufacturer narrative:
The technician adjusted the casters, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.